Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed drug-eluting stents. This is one of two products involved in this reported event. The associated manufacturer reporting # is 9616099-2007-00805. Add'l info will be submitted within 30 days of receipt.

Event description:
The male pt experienced a stent thrombosis 3 days after the index procedure. The pt has a history of obesity, hypertension, hyperlipidemia, diabetes, and is a current smoker. The main indication for this procedure was unstable anginal pectoris. Two cypher select plus were placed in the mid left anterior descending (lad) branch. This de novo lesion was concentric with little to know calcification. It was predilated with a 2.0 x 20mm balloon at 12 atm. The stents were overlapping. The vessel diameter was 2.75 mm and length was 23mm. Pre-procedure stenosis was 90% and timi flow was 3. Post procedure stenosis was 0 and timi flow was 3. The stents were overlapping. The reason for implanting the first cypher was elective. The second was deployed at 18atm. It was post-dilated because the stent was not fully expanded. The postdilation was done with a 2.5 x 15 balloon at 18atm. Please note, the first was implanted after the product expiration date. The second was deployed because of dissection, maximum pressure was 18atm. No post-dilation was necessary. The stent thrombosis occurred 3 days after the cyphers were implanted and in the proximal lad. The thrombosis was confirmed with angiography. The pt had never taken the aspirin prescribed because of an intolerance/allergy. Clopodigrel treatment was ongoing at the time of the event. Chest pain and st elevation were reported at the time of the thrombosis. The thrombosis caused myocardial infarction and required re-pci, balloon only. Hospitalization was required.